Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: h11j07085, h11h31070, h11j05089, and h11k01037 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Event description:
This report was received from (B)(4) and is a spontaneous consumer report with supplemental information from the nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis. On an unspecified date the patient was diagnosed with peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. Treatment rendered was not reported. Therapy with dianeal pd4 ambuflex was withdrawn. Exact cause of the peritonitis was unknown, but the nurse reported that the peritonitis was unrelated to the pd therapy.